Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that foreign material was found inside the sterile package.

Event description:
It was reported that foreign material was found inside the sterile package.

Manufacturer narrative:
Alleged failure: it was reported by the sales rep (B)(6) there was blue debris in the corner of the container ref. (B)(4) salesforce case number (B)(4) the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be the tyvek cover was dirty or the packagers hand had contaminants during packaging. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.